Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement test. The device was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test weren't performed due to prime anomaly. The device had cracked battery tube threads, minor scratched display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, he was hospitalized for blood glucose of 1023 mg/dl. Customer wasn't using the insulin pump now and blood glucose has been normal. The device had alarmed low reservoir. Prime history was reviewed and customer didn't see any anomalies. The device passed the self-test and high pressure test. Customer was advised to return the device for analysis.